Manufacturer narrative:
Not returned.

Event description:
It was reported that this lead was surgically abandoned due to high, out-of-range pacing impedance measurements. Loss of capture of an unspecified duration was also reported. No additional adverse patient effects were reported.